Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) due to placement. There was no device malfunction suspected. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively. The ipg remains implanted in the patient and in use.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.